Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, palpitations and "felt uncomfortable" when their ipg was prophylactically reprogrammed in response to the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event. As the patient could not tolerate the non-susceptible mode the ipg was explanted and replaced. No device malfunction was observed while the device was in use, however, the device was functioning in a mode susceptible to circuit error and was therefore reprogrammed to preclude harm to the patient. It was also reported that the right ventricular (rv) lead exhibited high thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.